Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump lost power. Audible tones were heard and a red question mark was lit. As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. This report is related to MDR #1828100-2012-01466, 1828100-2012-01468 and 1828100-2012-01434.